Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that all real-time electrogram channels show corrupted egms. Sense/pace functions were not affected. Reprogramming was recommended. The patient was scheduled for further testing and possible reprogramming in a few days.

Event description:
Further information received indicated that during follow-up when device was interrogated the real-time egm issue disappeared.

Manufacturer narrative:
(B)(4).